Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were hospitalized with neuropathy, pain, and a ¿frog in the throat.¿ it was unknown what or if any troubleshooting/diagnostics were performed.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had been in the hospital recently. It was also reported that they had neuropathy.